Event description:
Reported issue: the stapler did not fire staples.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73g2200160 investigation did not show issues related to complaint.